Event description:
It was reported that a patient presented in clinic on 17 jan 2023 with high capture thresholds on their right ventricular lead. The lead was explanted and replaced on (B)(6)2023. The patient was stable throughout.